Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Lot number is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that the splits of the spinous process clamp that attach to the spinous process wouldn't set tight or lock. No patient was present.